Event description:
The pt has a scs system which includes two leads from the same lot. It was reported the pt experienced a loss of stimulation. The pt reported she had suffered a fall. Xrays were taken and showed one lead had migrated. Reprogramming was able to resolve the issue and pt was receiving effective stimulation. After further assessment by the physician surgical intervention was elected to be performed. Surgical intervention was undertaken on (B)(6) 2014 and the pt's leads were explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.